Event description:
Pt was revised to address the glenosphere having disassociated due to screw breakage. Poly wear of the cup and osteolysis were also reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.